Event description:
Additional information was received stating that the etiology was assessed as due to programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was seen to have balance issues when walking during clinic visit. Left subthalamic nucleus (stn) setting was reprogrammed which led to improvement in balance. However, a couple hours after adjusting the dbs during clinic visit, the patient was having more left hand tremor and had a shuffling gait since leaving clinic. The nurse walked the patient and patient's wife through changing dbs back to their old settings. When they did this, the patient had a shocking sensation that diminished within 15 to 30 seconds. On the lower settings, the patient's tremor control improved, and they were able to pick their feet up and walk more easily. The etiology had a causal relationship with the device or therapy and was due to programming. The issue was resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.